Event description:
It was reported that high capture threshold was observed on the right ventricular device following an ablation procedure. The device was reprogrammed to resolve the event and the patient was in stable condition.